Event description:
Two cuff tunnelled lines from the same batch were used on the same pt. Both lines leaked from the exit site. Pt not harmed.

Manufacturer narrative:
Lot history review (lhr). Lot # rewe0786. Lot size (# of units released to distribution): 361. Similar complaint records: none. Quantity affected (this and similar complaints): 1. Complaint threshold (based on lot size and severity) 2. The complaint of a subcutaneous leak is unconfirmed. The complaint incident could not be replicated in the lab setting. The complaint sample functioned normally during functional testing. No leaks were observed during hydraulic pressurization of the catheter assembly. Occasionally; fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using isolations recommended by the product instructions for use (IFU). Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process.